Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this left ventricular (lv) lead exhibited out-of-range pace impedance measurements greater than 2,500 ohms. Technical services (ts) and the health care professional (hcp) reviewed electronic repositioning and evaluating all impedances. Lv pace thresholds were tested in a variety of configurations; all configurations produced phrenic nerve stimulation @ 2.8v/.05ms and lv loss of capture . The lv lead was programmed off and remains implanted in the patient. No adverse patient effects were reported. It was noted that the patient was pacer dependent.